Event description:
(B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displays an error 1 message. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 at 6pm. According to the csr's documentation, the patient manages her diabetes with an unspecified dose of humulin r and 70/30 insulin; however, it is not known how often the patient tests her blood glucose, if the patient administers her medications based on her blood glucose result and/or food intake, and how often the patient administers her insulin. On an unspecified date (at 10am), the patient claimed she increased her humulin r to 40 units and her 70/30 insulin to 22 units; however, the reason for the increase in her medication is not specified and it is not known if the patient obtained a blood glucose result with another device. The patient claimed that as a result of the reported meter issue she developed symptoms of body aches, sweating, and vomiting less than 24 hours later (time not specified). However, it is not known if the patient was already symptomatic when the alleged issue occurred, how long her reported symptoms lasted, and what the patient did to treat her symptoms. It is also not specified if the patient suffers from any other health conditions and if the patient made any changes to her diet and/or to her diabetes management after the alleged issue began. For reasons unspecified, the patient indicated she went to the emergency room (ER) on (B)(6) 2010. During her ER visit, the patient claimed she obtained a blood glucose result of "970 mg/dl" (time unknown) with the ER/hospital meter and was administered IV fluids by a health care professional (hcp) at 12pm. It is not known if the patient received additional treatment from an hcp and what the patient's diagnosis was prior to being released from the ER. At the time of troubleshooting, the csr verified the patient was not using the subject meter for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed she was unable to test her blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.